Event description:
It was reported that, device failed covered stent deployed. Additional information, there was a tract deployment which caused manta failure, micro puncture, ultrasound used, single stick, mid fem head access, hemostasis achieved after covered stent deployed 20 min.

Manufacturer narrative:
An investigation has been opened to review histroy record and risk documentation. A follow up report will be submitted after investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiogram photos were submitted and reviewed by the investigative team and confirm the radiopaque lock positioned far from the vessel, balloon inflation applied, and a covered stent was placed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was planned for closure in the right common femoral artery. The patient bmi was noted at 41.56. Instructions for use (IFU) warns not to use manta if the patient has marked obesity (bmi >40 kg/m2). Ultrasound and micropuncture were utilized to gain a mid-femoral head positioned access. The arteriotomy depth measurement was 5cm + 1cm, no calcification or tortuosity present. No issues were encountered advancing or withdrawing the procedural sheaths. During deployment, manta was deployed at the premeasured depth, however, was deployed outside the vessel. The physician proceeded with deploying a balloon to tamponade and advanced a covered stent. Hemostasis was achieved after twenty minutes following placement of the covered stent. There are multiple factors that are possible causes possibly contributing to the tract deployment; including a high bmi can possibly cause the manta implant to not catch on the vessel properly during deployment and can cause an ineffective seal at the access site. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. The device history record documentation was reviewed and showed no indication that the manta closure device did not meet specifications. Risk documentation was reviewed; and tract deployment is a known risk.